Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer reports the vision produced false negative result on a patient sample known to have anti-e while using 0.8% surgiscreen in igg gel card. It was expected for cell 2 to show positive reactivity. The same issue occurred on their second vision. Customer requested the issue be documented. Data collected and documentation indicates that the matrix of the fluid being tested appears to be the cause of the concern. Have demonstrated that patient accuracy is not affected and that the concern is isolated to the patient's anti-e not detecting the antigen on the reagent cell.